Event description:
Patient reported unknown side rupture and suspicion of an increased cancer risk of anaplastic large cell lymphoma (alcl). Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed an opening assessed as surgical impact opening. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ pain: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, non-penetrating nick and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, b5, b6, d1, d2a, d2b, d4, d6b, d9, g2, h3, h4, h6.

Event description:
Healthcare professional later reported pain. This record is for the left side. Device has been explanted and replaced with a non-abbvie device.